Manufacturer narrative:
(B)(4). During evaluation¿of a homechoice hardware device, an alarm indicative of a potential malfunction of the disposable cassette was identified.¿ as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
During evaluation of a returned homechoice device, a system error 2240 (air in line) alarm was identified in the log. This indicated a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 at 21:38:41. No additional information is available.